Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that about a month ago they noticed that their communicator was not holding a charge for very long. The patient then stated it started about 1 month after they got their handset and communicator. The patient stated that they are able to bolus 20-25 times a day. The agent reviewed that if the patient was bolusing 25-30 times a day, it would be expected that the battery level would be low daily. The patient then stated that about 2 months ago they started using the myptm and the telemetry was slowing over time and the handset was stuck at 90% for a long time about 6-10 minutes. A replacement communicator and handset were requested from the repair department. No patient harm reported.